Event description:
It was reported that the audible alarms were not working. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with the front cover having scratches and nicks in it. The enclosure has multiple scratches. The water tank cover is cracked on the bottom. The microswitch is bent. The pole clamp has a gouge on the handle part. Replaced microswitch to test the device. Functional testing ran through alarm tests on the calibration form. It was found the pump was not circulating. Alarms were not alerting. The complaint was confirmed. Root cause was attributed a faulty speaker on the printed circuit board (pcb). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.